Manufacturer narrative:
[Medwatch 3600510000-2019-8024.]

Event description:
Terumo medical received a user facility medwatch report # 3600510000-2019-8024. The event description states: "during aortogram with right lower extremity runoff, physician was using a glidewire gold and the tip of the wire became lodged in plaque, in the patients right anterior tibial artery. The tip of the device broke off and remained in the plaque. Decision made to leave in".